Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement est. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected restart test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the device alarmed no delivery. The customer's blood glucose level was unknown. No further details were provided and nothing was replaced or returned for analysis.